Manufacturer narrative:
The device was not returned; therefore, no evaluation was possible on the actual device. Samples of finished goods from the same lot number and other lot numbers, were returned and more samples from current inventory were pulled out for re-inspection. While we were not able to establish a specific cause or reproduce the problem, neotech has already addressed this issue for another recent complaint from the same source. Three possibilities were recognized and following actions were performed during ncr# (B)(4). A detailed training was performed for the assembly employee and the training record were documented. Supplier confirmed no changes on the material or process regarding the adhesive material. Random samples of all current inventory of different part numbers in this family were reinspected and no failure or abnormality was observed. Enlargement of dispenser boxes were suggested and approved. Per complaints ratio, this incident is rare to happen. We were not able to reproduce the issue with retained samples. Product functioned as expected. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Neonatal/infant endotracheal tube holder micro n711 adhesive coming away used on a patient causing unintentional extubation.